Manufacturer narrative:
No service on the compressor was requested. The user facility reportedly replaced the standby valve. The replaced part was not returned for investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the compressor unintentionally went into standby mode. There was no patient harm. Manufacturer's ref #: (B)(4).